Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 did not detect closed, sensor mount was loose and solenoid plunger was broken. A field service engineer tightened the sensor mount and replaced plunger to resolve. The fse performed hardware test application. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer displayed a failed to open error. The customer attempted to reboot the station and recover the failed drawer, but it continued to display a required maintenance message. The customer also shut down the station by unplugging the power cord from the back of the unit, reconnected the power plug, and powered the station back on. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.